Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient accidentally dropped the controller out of the bed. A controller fault alarm occurred afterwards. The controller was exchanged and returned to the manufacturer for analysis. There was no reported patient injury as a result of this event. The controller ((B)(4)) passed both visual and functional examination. However, the reported event was confirmed via review of log files which revealed a controller fault alarm and pump motor control reset event exception, which are both indicative of electrostatic discharge. Additionally, this controller was manufactured prior to the implementation of the electrostatic shield, therefore making it more susceptible to these types of events. The most probable root cause of the reported "controller fault alarm" event can be attributed to electrostatic discharge. The manufacturer has an open investigation to evaluate these types of issues. The field safety notice (fsca apr2013) field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient accidentally dropped the controller out of the bed, a distance of approximately 40 centimeters, and a controller fault alarm occurred afterwards. The facility performed a controller exchange and the driveline and connector was checked. The patient was provided a replacement controller. The log files and the controller were sent to the manufacturer for analysis and evaluation, respectively. There was no reported patient injury as a result of this event.